Event description:
Presented with bilateral calf claudication. Left brachial approach bilateral sfa angioplasty was done. Post procedure complaints of cold left hand. Returned to the cath lab and occluded brachial artery was thrombus and foreign body which was the mynx closure device.